Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the inner insulation and outer coil were fractured at 23.2 cm to 23.9 cm from the connector pin due to clavicular crush. This damage likely contributed to the reported anomalies.

Event description:
It was reported that noise and high threshold values had been observed on the right ventricular lead. During lead repositioning, lead damage was noted in the clavicle area. The damage was suspected to have occurred as a result of an unrelated fall. Following repositioning, impedance values were high. The physician opted to explant and replace the lead at this time.